Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a loose up-down tie road. The device was returned for evaluation. During the device evaluation, foreign material was found clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip was shaved, water tightness was lost due to damage on the channel tube, the image had a partially dark area due to a scratch on the objective lens, the water removal ability did not meet the standard value due to clogging of the nozzle, the play of the up down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had wear, the connecting tube was buckling, the connecting tube had coating peeling, and the universal cord had a dent. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.